Event description:
Per the clinic, the patient experienced tenderness over the implant site, skin burning sensation and an infection (site of infection not confirmed). The patient was treated with oral and IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025.